Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and avaulta solo were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary incontinence, overactive bladder and rectocele.

Event description:
It was reported that following insertion the patient experienced dyspareunia, urinary incontinence, overactive bladder and rectocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that due to pain, dyspareunia and urinary incontinence the patient underwent mesh removal on (B)(6) 2011. (B)(4).